Manufacturer narrative:
The device was returned to olympus for evaluation. The device was evaluated and customer allegation was confirmed. Scattered image with error e315 was noted. After aerating, an image was present, but with a red dot. The following additional findings were also noted: leakage at the instrument channel, unusual restriction for forceps passage and brush passage in the insertion tube, switch button one to four not working after aeration, peeling on the charge coupled device, dents throughout the insertion tube, fluid invasion in the control body and scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an error code e315 was displayed when using evis exera iii bronchovideoscope. The issue was found during reprocessing after a diagnostic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the forceps channel leaked and flooded the interior of the instrument. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." 3) "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." 4) "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." 5) "if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.